Manufacturer narrative:
Concomitant product(s): a 4194 lead, implanted: (B)(6) 2006. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the trend data of the fluid monitoring feature was missing/invalid. Measurements were not taken. The last reason noted for measurements not being taken was out of range impedance . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) fluid monitoring feature was not working. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.